Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "endoscopic ultrasound-guided gastrojejunostomy with wire endoscopic simplified technique: move towards benign indications" by jean-michel gonzalez, et al. Per the article, between 2016 to 2023, 87 patients suffering from benign or malignant gastric outlet obstruction underwent endoscopic ultrasound-guided gastrojejunostomy. The following occurred with the study of the patients' post-operation: vascular interposition, unexplained nonbiliary sepsis, upper gastrointestinal bleeding, and infected collection. Patients with upper gi bleed were required to have a blood transfusion. The patient with an infected collection was managed successfully by endoscopic drainage. Several patients experienced stent misdeployment and was successfully completed with another axios stent. Please see the reference article for full details. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed for the treatment of gastric outlet obstruction.

Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2016, is used for the estimated date of event between 2016 and 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jean-michel gonzalez, sohaib ouazzani, saad m, geoffroy vanbiervliet, mohamed gasmi and marc barthet. "Endoscopic ultrasound-guided gastrojejunostomy with wire endoscopic simplified technique: move towards benign indications" department of gastroenterology, aix-marseille universite, ap-hm, hospital nord, marseille, france, https://doi.org/10.1111/den.1489. Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy. Imdrf patient code e2401 captures the reportable event of a vascular interposition. Imdrf patient code e0306 captures the reportable event of unexplained non-biliary sepsis. Imdrf patient code e0301 captures the reportable event of anemia. Imdrf patient code e0506 captures the reportable event of upper gastrointestinal bleeding. Imdrf patient code e1906 captures the reportable event of infected collection. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "endoscopic ultrasound-guided gastrojejunostomy with wire endoscopic simplified technique: move towards benign indications" by jean-michel gonzalez, et al. Per the article, between 2016 to 2023, 87 patients suffering from benign or malignant gastric outlet obstruction underwent endoscopic ultrasound-guided gastrojejunostomy. The following occurred with the study of the patients' post-operation: vascular interposition, unexplained nonbiliary sepsis, upper gastrointestinal bleeding and infected collection. Patients with upper gi bleed were required to have blood transfusion. The patient with infected collection was managed successfully by endoscopic drainage. Several patients experienced stent misdeployment and was successfully completed with another axios stent. Please see the reference article for full details. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed for the treatment of gastric outlet obstruction.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block b3: the exact date of the event was not reported. The retrospective study date of (B)(6) 2016, is used for the estimated date of event between 2016 and 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jean-michel gonzalez, sohaib ouazzani, saad m, geoffroy vanbiervliet, mohamed gasmi and marc barthet. "Endoscopic ultrasound-guided gastrojejunostomy with wire endoscopic simplified technique: move towards benign indications" department of gastroenterology, aix-marseille universite, ap-hm, hopital nord, marseille, france, https://doi.org/10.1111/den.1489. Block h6: imdrf device code a150201 captures the reportable event of stent failed to deploy. Imdrf patient code e2401 captures the reportable event of a vascular interposition. Imdrf patient code e0306 captures the reportable event of unexplained non-biliary sepsis. Imdrf patient code e0301 captures the reportable event of anemia. Imdrf patient code e0506 captures the reportable event of upper gastrointestinal bleeding. Imdrf patient code e1906 captures the reportable event of infected collection. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. Despite multiple efforts, bsc was unable to confirm the batch number for the axios stent and electrocautery enhanced delivery system used in this event. Based on the reported clinical observations associated with failure to deploy and the date bsc was informed of this event, bsc is conservatively associating this event with the recall in an abundance of caution. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.